Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2010. As the scrub tech was trying to assemble the humeral tray to the poly component, the sales representative on hand noticed that the locking ring in the humeral tray was backwards. The procedure was completed using another humeral tray that was on hand with no delay in surgery or injury to the patient.

Manufacturer narrative:
The other items in this lot were either implanted or returned to biomet for rework. This report submitted (B)(6) 2010.